Manufacturer narrative:
The associated devices were not returned as they remain implanted. Based on the available information the root cause of this patient¿s ¿pain¿ cannot be concluded. It is within the six month window generally accepted as post-operative recovery time. The patient¿s current status has not been provided at this time. Should any relevant information become available this complaint can be re-assessed. A review of manufacturing records did not reveal any deviations that could have contributed to the reported issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. If additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a medical intervention was required to treat pain.